Event description:
Caller reported an issue involving an incorrect time display on the pump. There was no adverse impact to the caller's blood glucose level. Customer technical support assisted the caller in updating the pump time and advised them to monitor for any recurring discrepancies, as the time difference was previously greater than five minutes. The caller acknowledged this guidance and agreed to follow up if the issue persists.